Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) was not induced during the implantation because pt was in atrial fibrillation. Approximately six weeks later, a non-invasive program stimulation (nips) was performed without a guidant representative present. A 21 joule shock shock was successfully delivered but when a 41 joule shock was given, device damage was noted. In addition, the rate/sense impedance measured <200 ohms and the shocking imepdance was <20 ohms. A shorted lead condition was reported. It was also noted that the left ventricle (lv) threshold had subsequently risen from 1.8v at implant to 4v at present. Lv lead impedance was normal. At a later date, interrogation by a guidant representative noted there was loss of paced event capture and the patient was not receiving resynchronization therapy.